Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. Additional data: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crease flat, deformation, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: 1.) None were observed openings on the device or issues related with the complaint (rupture). 2), no calcification was observed in the device.; 3). Deformation is observed however it is not taken as "workmanship" since they were not received in their original packaging. The reason for reoperation is rupture and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿sudden volume increase in the left breast associated with pain¿, ¿rupture¿, ¿irregular contours and isolated calcifications of benign aspect seen on mammography¿, ¿content and liquid periprosthetic collection¿, and ¿late capsular hematoma¿ with inspira textured silicone gel filled breast implant. Device has been explanted.